Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced dysuria, incontinence, malodorous urine, occasional burning, vaginal vault has mild anterior relaxation, secondary cystocele, urinary retention, change in urine stream, recurrent urinary tract infection, incomplete bladder emptying, difficulty emptying bowels, pelvic pain radiating into legs and dyspareunia. Kegel exercises, estrace cream, estradiol tablets and antibiotics were prescribed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.